Event description:
Consumer reports meter is indicating inaccurate results. Meter readings are very erratic . Analysis run on clark error grid using mean avg. Reading (308) as ref. Point vs. Bd readings (32,584) yielded data points in the c range of the grid, outside acceptable limits.